Event description:
Clinic notes were received for patient referral for full system replacement due to ifi-yes and high impedance. Surgery is likely but has not occurred to date. No additional or relevant information has been received to date.

Event description:
The patient underwent a full replacement. The explanted devices were discarded and are not available for return.